Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Manufacturing location: (B)(4). Manufacturing date: january 25, 2009. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Lot number 2241696 indicates component (B)(4) which is part of the complete part as described in the complaint. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine inspection of the hospital¿s large distractor set on (B)(6) 2016 the wing nut on the holding sleeve instrument was noted to be broken in two pieces. One fragment of the broken wing nut is still inside the holding sleeve. There was no patient involvement. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
(B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that:: it was reported that during routine inspection of the hospital¿s large distractor set the wing nut on the holding sleeve instrument was broken in two pieces. One fragment of the broken wing nut is still inside the holding sleeve. The returned holding sleeve was confirmed to have a broken wing screw. The screw sheared off inside the holding sleeve. The threaded portion of the wing screw remains in the holding sleeve, the wing portion of the wing screw was not returned. There are some scratches on the device which do not appear to impact functionality. No other issues were noted with the remainder of the device. A visual inspection, drawing review and DHR review were performed as part of this investigation. The complaint is confirmed. Replication of the complaint condition is not applicable as the device is already broken. The design history was not found to impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated information: 05jan2017: part #: 394.450, lot #: 2241696 qty 1, manufacturer evaluation - an initial evaluation will be conducted by customer quality. Manufacturing evaluation will be requested if deemed necessary.